Event description:
Legal counsel for patient reports that patient underwent total left hip arthroplasty on (B)(6) 2004 and that a subsequent revision procedure occurred on (B)(6) 2008, due to patient allegations of unknown tissue/bone destruction, pain and difficulty walking. No further information has been provided to date. This report is based on patient allegations and the allegations are currently unknown and unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-04220 / 04221). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: number 2 states "early or late postoperative, infection, and allergic reaction." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 15 states "elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ this follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reports that patient underwent total left hip arthroplasty on (B)(6) 2004 and that a subsequent revision procedure occurred on (B)(6) 2008 due to patient allegations of unknown tissue/bone destruction, pain and difficulty walking. Additional information received in patient's medical records indicate that the revision was due to rupture of gluteus medius tendon, infection, and instability. Operative report noted a seroma, chronic inflammatory condition, and infection. Femur fractures occurred during removal of the well-fixed femoral stem. This report is based on patient allegations and the allegations are currently unknown and unverified.